Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor failed a pulse test. The cause of the failed pulse test was unable to be positively determined. A root cause investigation is currently being conducted. A supplemental report will be submitted upon completion of investigation. No adverse event resulted from the damaged monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed the pulse test. The last pt to use this monitor did not report any deficiencies.